Event description:
On (B)(4) 2011, a vns treating physician's clinic notes were received by the manufacturer. Review of the clinic notes dated (B)(6) 2011 revealed that the patient has been experiencing an increase in seizure activity and that the quality of his seizures has changed. The patient had seizures on (B)(6) 2011, (B)(6) 2011, and (B)(6) 2011 that were described as starting with a generalized tonic extension and followed then by generalized tonic-clonic shaking. The seizures lasted 8-10 minutes and each seizure required diastat. After each seizure, the patient had a period of deep postictal unresponsiveness which made it difficult to determine how long the seizures lasted. A system diagnostics test was performed which showed dcdc=3/near end of service=no/lead impedance=ok. The patient's settings were at output=1.5ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=3min/magnet output=1.75ma/magnet on time=60sec/magnet pulse width=500usec. The patient stated in the clinic notes that over the last few weeks, he has developed generalized tonic-clonic seizures. Additional information was requested from the physician¿s office and only additional clinic notes were provided. The clinic notes dated november 11, 2011 revealed that the patient has a history of static encephalopathy cerebral dysgenesis, intractable epilepsy status post hemispherectomy, and has failed multiple antiepileptic drugs in the past. With the addition of the banzel and successive increase in the doses, the patient was reported to have had some moderate improvement. The physician reported that the patient has not had any generalized tonic seizures for the last 3 weeks which is a good improvement for him. However, he has multiple myoclonic jerks which tend to occur in clusters of 2 to 3 jerks and he has 1 to 2 such clusters per day. System diagnostics were performed and it was discovered that the battery was nearing end of service. The physician states that although the banzel helps with his generalized tonic seizures, he now has multiple myoclonic seizures per day, which is new. No further information about the patient¿s seizures was provided. A battery life calculation was performed which revealed negative years until eri=yes.

Manufacturer narrative:
.